Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the unit was returned inside another co's guiding catheter. In addition, several other devices used in the case were returned. The returned c-flex had a roll proximal to the marker. The shrink tubing was intact. A snare device was returned with a mass of stent embedded in it. Quality engineering concluded that the crossing difficulty encountered was likely due to pt disease state, vessel morphology and/or inadequate pre-dilatation. It is likely that the resistance met in the pt anatomy caused the stent to loosen on its balloon, thus facilitating separation. There was no indication during prep/set-up that any device issues were encountered. Quality engineering concluded that no corrective action would be implemented, as there was no direct evidence that the stent delivery system was an issue. As part of co mfg and quality processes, all stent delivery system devices are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records were reviewed and no abnormalities were noted with a relationship to this issue. This mder is considered closed by the quality assurance department.

Event description:
It was reported that the stent was lost in the iliac artery upon removal of the delivery catheter. This occurred after resistance was felt when attempting to cross a totally occluded lad lesion. The delivery system was removed with the guidewire left distal to the lesion. When negotiating a sharp bend in the iliac artery, resistance was felt again and upon removal of the device the stent was found to be missing. The stent was successfully retrieved with a snare device. During the snare attempt, an iliac dissection was created. Next, the ascending aorta was dissected while using another company's guiding catheter and wire. An iabp was inserted to stabilize the patient. The patient was sent to surgery where a stent was placed in the iliac artery and CABG was performed. Postoperatively the patient expired.